Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. The vessel locator wings prematurely retracted. The physician indicated hearing a "pop" as if the clip had deployed. The device was removed from the patient. Hemostasis was achieved using manual compression. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found it conformed to specification. The vessel locator button and safety release button were engaged normally and the wings deployed properly and remained open. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. A review of the device history record did not produce any findings relevant to this report.